Event description:
Additional information indicated that the cause of syncope was not determined. It was noted the physician could have been due to atrial sense (as) not being conducted. Post-ventricular atrial refractory period (pvarp) was programmed so as woud not fall into refractory period. No adverse patient effects were reported.

Event description:
Boston scientific received information that the patient with this pacemaker presented into the hospital with syncope. The field representative completed a full device check and everything was normal. The field representative did note a lot of episodes where the heart rate dropped, and then sudden brady response (sbr) feature would respond. A review of the electrogram revealed a possible artifact, then a p-wave followed by a paced qrs complex with another spike on the t-wave. The patient's heart rate would increase. A stored episode was reviewed and showed an atrial sensed beat in refractory which did not conduct, after four sinus beats, it went into sbr.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.